Event description:
It was reported that the customer's device would not stay powered on. This was discovered during an initial testing of the device and there was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The supplemental medwatch report indicates: physio-control further evaluated the device and determined that the cause of the reported failure was due to a failure of the system pcb assembly. The customer received a replacement device. The supplemental medwatch report should indicate: physio-control further evaluated the device and determined that the cause of the reported failure was due to a failure of the single board computer, located on the system pcb assembly. The customer received a replacement device.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to a failure of the system pcb assembly.the customer received a replacement device.